Manufacturer narrative:
The alb-t tq gen.2 lot number is 817734, and the expiration date is may of 2026. The customer replaced the sample probe after the first incident. A field service engineer (fse) replaced the cuvette wash hose kit and gear pump head, adjusted wash counts, inspected a valve pack behind syringes, cleaned the sample and reagent lines, replaced a reagent needle and adjusted the wash stations alignment. The sample arm and valve tray were also replaced. Calibration was ran several times and passed. The investigation is ongoing.

Event description:
There was an allegation of questionable alb-t tq gen.2, (microalbumin) results from the cobas 6000 c501 module. Sample 1's initial result was 1 mg/l accompanied by a data flag, and the repeat result was 90 mg/l. Sample 2's initial result was 1 mg/l, accompanied by a data flag. The 1st repeat result was 23 mg/l and another repeat result of 1.7 mg/l was accompanied by a data flag.

Manufacturer narrative:
The investigation was unable to determine a direct root cause as the fse performed multiple actions. The customer has not reported any additional issues since the fse's actions.